Event description:
Pole clamp detached from unit, causing it to fall off the pole. There was no report of any injuries resulting from the pump falling, and it was not documented whether or not the pump was in use at the time.